Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a bullectomy, the surgeon squeezed the handle, however it ran idle a few times. The surgeon then squeezed the handle and fired the device, however the handle was stiff. Half the length of the line was stapled, however the distal line was not stapled and was bleeding.the cartridge was distorted. The procedure was completed with another device. Less than 500 cc of bleeding occurred as a result of the issue. There was no adverse event or patient injury.